Event description:
Boston scientific received information that this patient was hospitalized for lightheadedness, heavy sweating and a blood pressure of 180/90. The lightheadedness and sweating appeared to be a result of the high blood pressure. During the hospitalization, blood samples noted a rise in infection parameters. As a result, an antibiotic was given. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.